Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. E10923-inv, e01923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included pelvic pain and menometrorrhagia. Previously administered products included for prevent pregnancy: paraguard from 2012 to october 2015. Past adverse reactions to the above products included pregnancy with contraceptive device with paraguard. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin pain ("groin pain"), dysmenorrhoea ("dysmenorrhea (cramping") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced tooth abscess ("dental problems: abscess"). In 2017, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, groin pain, dysmenorrhoea, vulvovaginal pain, vaginal haemorrhage, heavy menstrual bleeding, migraine, tooth abscess, depression, nausea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, groin pain, heavy menstrual bleeding, migraine, nausea, tooth abscess, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Lot number reported (e10923) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2022: medical record received: case become serious incident due to essure removal. Reporter added, case updated to medically confirmed. Previously reported event lower abdominal pain updated to serious incident. Essure removal date and removal details were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. E10923-invalid,e01923-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included pelvic pain and menometrorrhagia. Previously administered products included for prevent pregnancy: paraguard from 2012 to (B)(6) 2015. Past adverse reactions to the above products included pregnancy with contraceptive device with paraguard. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin pain ("groin pain"), dysmenorrhoea ("dysmenorrhea (cramping") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced tooth abscess ("dental problems: abscess"). In 2017, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, groin pain, dysmenorrhoea, vulvovaginal pain, vaginal haemorrhage, heavy menstrual bleeding, migraine, tooth abscess, depression, nausea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, groin pain, heavy menstrual bleeding, migraine, nausea, tooth abscess, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Lot number:e01923 UDI: (B)(4) lot number (e10923) is invalid. Production date 2015-06-11 expiration date 2018-06-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-jan-2022: quality safety evaluation of product technical complaint a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.